Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtw referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip becoming caught in the chords causing a chordal rupture requiring intervention. It was reported that on (B)(6) 2018, a patient presented with grade 4 functional mitral regurgitation (mr). A mitraclip was implanted, reducing the mr to grade 1. There was no device malfunction or reported adverse patient effect. On (B)(6) 2022, the patient presented with grade 3+ functional mitral regurgitation (mr), long leaflets, dilated mitral valve annulus, a rotated heart, and a dilated left atrium. In the physician's opinion, the increased mr was not related to the device and was caused by continuous dilation of the mitral valve annulus and the left ventricle, due to underlying heart failure. A second mitraclip procedure was performed, and the transseptal puncture was a little over 5 cm (5.3 cm). Due to the dimension of the left atrium, a lower puncture was not possible. There were difficulties with imaging due to the anatomy and shadowing from the first clip. A mitraclip xtw (20307r195) was implanted lateral to the previously implanted clip. After the first grasping attempt, establishing final arm angle (efaa) had failed. The clip relaxed to 10 degrees. Efaa was tested again without any problems. Efaa was also tested in the left atrium, without grasping, and the lock held. It was decided to continue with the procedure. After deploying the clip and detachment from the clip delivery system (cds), it was noted the clip arms settled to 30 degrees and remained stable on both leaflets. The mr was grade 1. A mitraclip ntr clip (11109r101), the second clip of the procedure, was intended to be implanted to stabilize the xtw clip that settled. After several grasping attempts with the ntr, the clip became entangled in the chordae on the lateral side of the valve. The clip was removed by inverting and retracting into the left atrium, but a small flail was noted due to a broken chord. The mr increased to grade 2. Both leaflets could not be grasped or captured after a few more attempts. Therefore, the ntr clip was replaced with a mitraclip xt. The xt clip was implanted, and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported image resolution poor was associated with imaging difficulty. The cause of the reported unspecified tissue injury associated with the chordae rupture was due to the difficulty to remove device from anatomy. The cause of the reported difficult to remove (anatomy) appears to be due to procedural circumstances (user technique of manipulating the clip during multiple grasping attempts). The cause of the reported positioning failure (leaflet grasping ¿ clip not implanted) and the cause of the reported positioning failure (leaflet capture ¿ clip not implanted) appear to be due to challenging patient anatomy (long leaflets, a dilated mitral annulus, a rotated heart, and an enlarged atrium). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.